Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and sciatic nerve injury. It was reported that the patient had the pump removed a couple of weeks ago and was now checking for infection in spine or meningitis. On (B)(6) 2018 telph (hcp): additional information was received from a healthcare professional (hcp). It was reported that the patient did not have meningitis but an infection was confirmed. The infection was related to the pump.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type catheter: fdc (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the infection was determined to be infected fentanyl pump and the reported infection had been resolved. The patient's pump was explanted on (B)(6) 2017. It was reported that the patient was admitted to the hospital via the emergency room on (B)(6) 2017. On admission the patient complained of back pain and bilateral leg weakness and numbness. The patient was also febrile and had limited range of motion in her thoracolumbar spine. The patient had complained of back pain upon movement of her legs and she had patchy hypesthesia in both lower extremities without any dermatomal distribution. Following admission the patient was found to have evidence of (B)(6). Re-exploration of lumbar laminectomy l1-2 with removal of the pump catheter was performed on (B)(6) 2017. While removing the catheter it became apparent that the catheter was resting in the heavily scarred epidural tissue. There was no evidence of dural penetration or a cerebrospinal fluid (csf) leak. The patient had a length history of back and leg pain. The patient had undergone lumbar spine with a pedicle screw fixation at l5-s1. The patient had undergone 6 spine injections via pain management. The patient had a history of (B)(6) which was felt to be secondary to injection therapy. The patient had a medical history of migraines. The patient was allergic to morphine, darvocet, demerol hcl, and codeine. The patient's concomitant at home medications included acetaminophen-diphenhydramine, albuterol, ascorbic acid, baclofen, bismuth subsalicylate, budesonide-formoterol, calcium-vitamin d, cyanocobalamin, diazepam, docusate, duloxetine, fluticasone, folic acid, gabapentin, hydrocodone-acetaminophen, mometasone nasal, montelukast, multivitamin with minerals, nlacin, polycarbophil, prednisolone ophthalmic, simethicone, and sumatriptan. The patient's concomitant inpatient medications included baclofen, ceftriaxone isosmotic, dexamethasone, diazepam, duloxetine, gabapentin, magnesium oxide, vancomycin, sodium chloride, hydrocodone-acetaminophen, and ondansetron.